Manufacturer narrative:
This adult female subject was enrolled in a company-sponsored interventional study titled "an open-label, non-randomized, prospective observational cohort study to assess post-procedural outcomes in two cohorts of women who chose to undergo either hysteroscopic sterilization (essure) or laparoscopic tubal sterilization" (protocol: 18894). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. E36582) inserted. The report describes a case of menorrhagia ("menorrhagia"). The subject's past medical history included endometriosis, dysmenorrhoea and dyspareunia. On (B)(6) 2017, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2018, 11 months 11 days after insertion of fallopian tube occlusion insert, the subject experienced menorrhagia (seriousness criterion medically significant). The subject was treated with surgery (total laparoscopic hysterectomy and bilateral salpingo-oophorectomy). Fallopian tube occlusion insert was removed on (B)(6) 2018. On (B)(6) 2018, the menorrhagia had resolved. The investigator considered menorrhagia to be unrelated to fallopian tube occlusion insert. The reporter commented: investigator considered the event related to age related changes. Symptoms - heavy bleeding/menorrhagia. Essure lot numbers the same on left and right side: e36582. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: after internal review, company causality assessment was amended to unrelated, in agreement with investigator. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Female subject was enrolled in a company-sponsored interventional study titled "an open-label, non-randomized, prospective observational cohort study to assess post-procedural outcomes in two cohorts of women who chose to undergo either hysteroscopic sterilization (essure) or laparoscopic tubal sterilization" (protocol: 18894). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. E36582) inserted. The report describes a case of menorrhagia ("menorrhagia"). The subject's past medical history included endometriosis, dysmenorrhoea and dyspareunia. On (B)(6) 2017, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2018, 11 months 11 days after insertion of fallopian tube occlusion insert, the subject experienced menorrhagia (seriousness criteria medically significant and intervention required). The subject was treated with surgery (total laparoscopic hysterectomy and bilateral salpingo-oophorectomy). Fallopian tube occlusion insert was removed on (B)(6) 2018. On (B)(6) 2018, the menorrhagia had resolved. The investigator considered menorrhagia to be unrelated to fallopian tube occlusion insert. The reporter commented: investigator considered the event related to age related changes. Symptoms - heavy bleeding/menorrhagia. Essure lot numbers the same on left and right side: e36582 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-oct-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Lt female subject was enrolled in a company-sponsored interventional study titled "an open-label, non-randomized, prospective observational cohort study to assess post-procedural outcomes in two cohorts of women who chose to undergo either hysteroscopic sterilization (essure) or laparoscopic tubal sterilization" (protocol: 18894). The subject (patient ID: (B)(6) had fallopian tube occlusion insert (batch no. E36582) inserted. The report describes a case of menorrhagia ("menorrhagia"). The subject's past medical history included endometriosis, dysmenorrhoea and dyspareunia. On (B)(6) 2017, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2018, 11 months 11 days after insertion of fallopian tube occlusion insert, the subject experienced menorrhagia (seriousness criteria medically significant and intervention required). The subject was treated with surgery (total laparoscopic hysterectomy and bilateral salpingo-oophorectomy). Fallopian tube occlusion insert was removed on (B)(6) 2018. On (B)(6) 2018, the menorrhagia had resolved. The investigator considered menorrhagia to be unrelated to fallopian tube occlusion insert. The reporter commented: investigator considered the event related to age related changes. Symptoms - heavy bleeding/menorrhagia. Essure lot numbers the same on left and right side: e36582 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.6 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2018: investigator provided the lot numbers for essure: e36582 right same as e36582 left. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
Lt female subject was enrolled in a company-sponsored interventional study titled "an open-label, non-randomized, prospective observational cohort study to assess post-procedural outcomes in two cohorts of women who chose to undergo either hysteroscopic sterilization (essure) or laparoscopic tubal sterilization" (protocol: 18894). The subject (patient ID: (B)(4)) had fallopian tube occlusion insert inserted. The report describes a case of menorrhagia ("menorrhagia"). The subject's past medical history included endometriosis, dysmenorrhoea and dyspareunia. On (B)(6) 2017, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2018, 11 months 11 days after insertion of fallopian tube occlusion insert, the subject experienced menorrhagia (seriousness criteria medically significant and intervention required). The subject was treated with surgery (total laparoscopic hysterectomy and bilateral salpingo-oophorectomy). Fallopian tube occlusion insert was removed on (B)(6) 2018. On (B)(6) 2018, the menorrhagia had resolved. The investigator considered menorrhagia to be unrelated to fallopian tube occlusion insert. The reporter commented: investigator considered the event related to age related changes diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.6 kg/sqm. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.